Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint can be verified. Result e7002 were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem. E8 were found in the history. A power interrupt (e8) may occur when you insert a new battery without putting your insulin pump into stop mode first, or when your insulin pump was dropped. Consumables the battery passed the optical inspection. The battery cover passed the optical inspection.

Event description:
Patient reported the infusion device triggered an e8 (power interrupt) error message during bolus delivery. Patient stated then the device triggered an e7 (electronic error) message while in the run mode. Patient reported he changed the battery and then at the self-test, the infusion device did not give a vibra alert. Patient stated when placed he the run mode, the infusion device triggered an e7 again. Patient reported no health concerns. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.